Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint according to the additional information collected during cardiac arrhythmia procedure was performed when the issue happened. The procedure was completed by using another system within less than 20 min. A field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, fse found that the fixed footswitch buttons failed due to a cut cable that shorted two wires. To resolve the issue, the fixed footswitch was replaced and return the part for further analysis, but no failure found. After replaced the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.